Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. This is a baxter owned device and will not be repaired at this time. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter (B)(4) review of the event history for another report, it was discovered that failure code 806:10 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.